Event description:
Screw fracture was reported. It was confirmed that the implant was also removed. Tooth site #13 (universal).

Manufacturer narrative:
Zimvie complaint (B)(4).

Event description:
No additional or corrected information to report.

Manufacturer narrative:
This report is being submitted to report additional information. The products were not returned and therefore, based on the available information, device malfunction could not be verified, and the reported event was non-verifiable. Based on the evaluation, the device malfunction could not be verified. Additionally, there is no existing nonconformance/CAPA/hhe/d/ie/product holds against the reported device that did or could cause or contribute to the reported event. Monthly post market trending review identified no actionable trends or corrective actions for the reported event or device. Zimvie quality management system (qms) has controls in place to ensure the distribution of conforming products. Therefore, based on the available information, the product was within specifications and conforming when it left zimvie. DHR review for the reported screw lot had revealed no deviations nor non-conformances which could have caused or contributed to the reported events. All products were conforming at the time they left zimvie. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot screw for similar events and no other complaint was identified. DHR review and complaint history review by lot number could not be performed, as the lot number associated with the concomitant product is not available. Zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A complaint history review by item number was conducted for the concomitant dating back to 12 months from the complaint notification date. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported device related to the reported event. A definitive root cause could not be determined. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimvie will continue to monitor for trends.